Manufacturer narrative:
Follow-up #1: date of submission 4/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: no defect found. Keypad is intact, all buttons responsive during investigation. Removed keypad to inspect under contacts, no contamination found under contacts..unable to duplicate complaint of unresponsive keypad issue during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a tactile changes/unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.